Event description:
It was reported that at implant attempt, the lead was found to be damaged at the distal portion. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; full lead was returned. The only damage observed is at the proximal end of the lead, which the analyst determined most likely occurred at implant. Blood/body fluid was noted on all conductors (not obstructed).